Event description:
A blood leak occurred immediately after start of hemodialysis treatment. The dialyzer was at the 33rd reuse. The leak was observed visually and with leak detector. Blood loss volume is around 225cc, since the blood was not returned to the pt.